Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was brought into clinic after a merlin.net transmission indicated bvvi. A device download was performed and was successful.